Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. In (B)(6) 2009, the patient had a cystoscopy done for symptoms of dysuria and recurrent urinary tract infections. At that time, mesh was noted just underneath the urothelium but had not eroded through full thickness. In (B)(6) 2010, the patient had another cystoscopy which confirmed a full thickness erosion of mesh into bladder. The patient underwent mesh removal in (B)(6) 2010. Currently, the patient presented with symptoms of a recurrent urinary tract infection. Another cystoscopy was done which was highly suggestive of further mesh erosion at a similar site of the bladder. The patient was to be discharged after the cystoscopy and further management to be planned. Additional information has been requested.

Manufacturer narrative:
(B)(4). Dysuria. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.